Event description:
Literature: resnick as, foote kd, rodriguez rl, et al. The number and nature of emergency department encounters in pts with deep brain stimulators. J neurol. Jan;257(1):122-131. Summary: the objective of the study was to review the number and nature of ed encounters in pts with dbs devices implanted for movement and neuropsychiatric disorders. The encounters reviewed included 215 pts implanted at the (B) (6), as well as those implanted at outside institutions, as long as they were followed at (B) (6). Event: the death of a pt from the author's center prompted a review of the data and demonstrated the need for emergency physicians to familiarize themselves with the potential complication of the dbs device. No further info was provided on the pt death event.

Manufacturer narrative:
(B) (4).